Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during implant of this cardiac resynchronization therapy defibrillator (crt-d), a shock impedance of greater than 125 ohms was observed when the patient's existing right ventricular (rv) lead was connected. The crt-d was successfully implanted and programmed to use the distal coil of the rv lead. No adverse patient effects were reported.